Manufacturer narrative:
Sc-1200 (sn:(B)(6)). Device evaluation indicated that the device passed all tests performed.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that there was soreness at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The ipg will be returned for analysis and the leads will not be sent back.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI: upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 20156528/20156528.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that there was soreness at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The ipg will be returned for analysis and the leads will not be sent back.